Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in aortic position. During the procedure, during valve deployment, a balloon rupture was noted. The team stopped and pulled the delivery system and balloon out of the valve and back into the thoracic aorta. The team placed a goose neck snare through the contralateral access and snared the tip of the delivery system. The delivery system was pulled back into the e-sheath with the snare. The delivery system was removed over the wire and closure was obtained. The valve was fully deployed as intended. No balloon aortic valvuloplasty (bav) was performed prior to valve implantation, and no additional volume was added to the balloon before inflation. Valve alignment was performed in a straight section of the anatomy. No leakage was observed from the delivery system. During deflation of the inflation balloon, blood was noted in the inflation syringe. There was no difficulty withdrawing the delivery system. No instruments were used to remove the balloon cover. No damage was noted to other edwards devices. There were no reported injuries or clinical complications related to this event. The patient's post-procedural status was stable. The perceived root cause of the balloon rupture is unknown.